Manufacturer narrative:
The knight nasal scs 7 (400180) was returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: the returned knight nasal scissors (400180) was received in used condition. Visual evaluation showed that the returned knight nasal scissors (400180) were in used condition, with the handle sheared off. The damage may be the result of rough handling or forcing the blades to cut unintended material. No manufacturing, workmanship, or material deficiency has been identified. Root cause analysis - the reported complaint was confirmed. The returned knight nasal scissors (400180) are in used condition with the handles sheared off. The damage may be the result of rough handling.

Event description:
A facility reported that during a septoplasty and turbinectomy surgery, while using the product knight nasal scs 7 (400180) for the first time, the scissors snapped in half at the handle. All broken parts were recovered and removed using a grasper. There was a two to three minute delay while retrieving and replacing the broken scissors. There was no patient injury or death, and the patient was under anesthesia when the break occurred. The procedure was successfully completed.